Event description:
In early 2009, the patient reported experiencing elevated blood glucose in the 300 mg/dl range for the past month. She stated that this morning her blood glucose measured 317 mg/dl when she woke up and she felt weak. She bolused 6 units of insulin and drank coffee and an hour later, her blood glucose measured over 400 mg/dl. She injected 5 units of insulin and at the time of the report, she was feeling better. Her normal blood glucose range is 100-130 mg/dl. She stated that her infusion site had been in place since the day prior, and she felt pain during insertion. When she woke up this morning the infusion site was "itchy". She removed the infusion site and the cannula was bent. She stated that she has had several bent infusion sites lately. She stated that she does have scar tissue. She was assisted with inserting a new infusion site using her infusion set insertion device. Further attempts to follow up with the patient were unsuccessful. She was sent info on infusion site management and replacement infusion sets. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.